Event description:
New medline bp (blood pressure) cord and cuff switched out by medline today. Bp cuff not fully inflating and times out when tech went to do vitals, unable to obtain bp. This is with the monitors in the room not a portable device. Connections checked but still unable to complete bp. New cord placed with same bp cuff and able to obtain bp with new cord.